Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 12mm in length, target lesion was located in the mildly calcified, 3mm in diameter, left anterior descending artery. The lesion was pre-dilated with a 3x8mm apex balloon catheter. As reported, the physician intended to insert a 3.00x12mm promus element coronary drug eluting stent into the target lesion. However, it failed to cross the lesion and the physician noticed that the stent got damaged from the tip. The stent delivery system was retrieved intact. The procedure was completed with a different device. No patient complications was reported and the patient's status was stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 12mm in length, target lesion was located in the mildly calcified, 3mm in diameter, left anterior descending artery. The lesion was pre-dilated with a 3x8mm apex balloon catheter. As reported, the physician intended to insert a 3.00x12mm promus element coronary drug eluting stent into the target lesion. However, it failed to cross the lesion and the physician noticed that the stent got damaged from the tip. The stent delivery system was retrieved intact. The procedure was completed with a different device. No patient complications was reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned device was consisted of a promus element stent delivery system with no other devices. Initial visual examination of the returned device noted shaft polymer extrusion kinking running between 150mm and 220mm distal from the tip of the stent delivery system. The profile of the shaft was kinked intermittently along this location. Microscopic examination of the balloon profile, and stent found no evidence of damage present. No further damage was noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).